Manufacturer narrative:
The customer's meter was received for investigation. During the investigation, the meter display functioned as expected. No malfunction was detected. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated. Contamination can lead to the customer's issue. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer. Medwatch fields d10 and h3 were updated.

Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Occupation was lay user/patient.

Event description:
The initial reporter had an issue with the display of the coaguchek xs meter serial number (B)(4) that could cause a misinterpretation of a result. The customer stated the meter would not turn and the batteries were replaced twice. When the meter eventually turned on, segments were missing from the three "8's" on the display. There was no actual misinterpretation of any result.